Event description:
During deployment of an 11mm amplatzer septal occluder, the right atrial disc did not conform to its original shape which pushed the micro screw away from the center of the disc towards the aorta. Upon retrieval, the device would not retract into the delivery system. A 9f amplatzer exchange system was used to successfully retrieve the device. The case was aborted and rescheduled.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical attached to the amplatzer torqvue delivery system cable with the proximal disc misshapen and the distal disc deformed cobra-shaped. The sheath, dilator and loader were also returned. A second delivery cable was returned which was assumed to be from the 9f amplatzer exchange system that was used to retrieve the device. After decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The patches, stitching and wires were noted to be intact and secure. An attempt was made to re-shape the device to its original configuration. Using the returned 7f delivery system, the device was retracted into the loader and upon deployment, the device deployed with the waist elongated. A visual examination of the delivery system components was performed and the distal tip of the sheath was noted to be damaged. The soft tip contained small cracks and was slightly crushed. It appears the damage is consistent with a force being used to retract the device into the delivery sheath. The delivery cables were examined under magnification and no defects were observed. Using the returned 11mm device, the delivery cable attached fully and securely to and detached with minimal effort and no difficulties encountered. During manufacturing, this device and delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed these tests were successfully completed. Our investigation was able to confirm the observation noted in the field. We have initiated a formal investigation to understand the factors involved in device deformation. We have implemented manufacturing changes to further improve the performance of these devices, and will continue to do so as we identify additional factors affecting device deformation.